Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device passed testing at zoll japan using the customer's returned battery and pads. The device received at zoll chelmsford without the battery and pads. The device was tested by bench handling, power cycling, and functional stress testing with no faults observed. The customer received a replacement device. No emerging trend based on similar reports.